Manufacturer narrative:
Health effect - clinical code-e0712 - cough. Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2022. On (B)(6) 2022, the patient experienced inaccurate cgm values which occurred 3 days after the sensor had been inserted in the abdomen. The patient experienced hyperglycemia, cough, and malaise. The patient was transported by private vehicle to the hospital where she was hospitalized for hyperglycemia for 10 days. During the hospitalization, she received antibiotics, IV fluids, and fentanyl (no information on the frequency or doses). No information about treatment and management of hyperglycemia. The cgm was reading 350 mg/dl and the blood glucose reading was 719 mg/dl. At the time of the report, the patient was recuperating. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the b zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.